Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that their insulin pump alarmed failed battery test after inserting a new battery. The customer's blood glucose level was 134 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised that they would receive a replacement battery cap and to monitor the issue.